Event description:
Dr. (B)(6) from (B)(6) reported a post-operative issue involving a 17-year-old male patient with cerebral palsy, implanted with two 5.0 cocr rods (part no. 00-1600-5055) from the response 4.5/5.0 system. One rod was previously noted as broken but left in place due to the patient's stable condition. The patient later presented with a wound, and imaging revealed both rods were broken, with the second rod causing the injury. The breakage occurred at a non-fused section of the spine. The original implant date was (B)(6) 2023.